Event description:
Caller reported the side buttons on the pump are visibly damaged. Caller stated she is not able to set the insulin dose using the buttons. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).